Manufacturer narrative:
This serves as a correction report. The previous initial report was sent in error as the reported test strips were expired at the time of the call. Therefore there was no actual valid complaint. No further reports are required under 2954323-2024-32699.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. At this time, the precision strip has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the the libre reader and precision strip was reviewed and the dhrs showed the libre reader and precision strip met specifications prior to release to distribution. Retain testing was performed for precision strips and lot has produced a not-satisfactory results for spiked venous blood testing. The spiked venous blood results did not impact the product functionality. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their abbott diabetes care device. Customer reported a low reading of 44 mg/dl, 243.10 mg/dl which was lower than a freestyle libre scan reading of 198.90 mg/dl, 398 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.